Event description:
It was reported the patient underwent an rfa procedure where the device was not turned off or placed in surgery mode. Subsequently, ipg could not communicate with external devices and programmer displayed the ¿generator not responding¿ message. In turn, patient met with an abbott representative for troubleshooting. After troubleshooting, the issue was resolved, therapy was restored and ipg was able to be recovered. Clinician programmer (cp) logs confirmed that ipg was in service app mode and successfully recovered.

Manufacturer narrative:
Section b3: date of event is estimated. A patient controller communication error message displaying ¿cannot connect to generator. The generator is not responding¿ was reported to abbott. The patient had an unrelated surgery, and the device was not placed in surgery mode. Patient has been unable to connect since the surgery. The device was recovered through abbott intervention. Therapy has been restored and the patient's controller will now connect. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.